Event description:
During follow-up, interrogation of the device was not possible, and no pacing was observed. Device replacement is anticipated to be performed to resolve the event. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated the event was resolved by explanting and replacing the device.